Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir was empty and did not receive an alarm. Customer's blood glucose was 164 mg/dl and then 440 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised to monitor insulin pump and to call back should issue persist.